Event description:
It was reported that balloon rupture occurred. A 6mmx2.00mm wolverine coronary cutting balloon was advanced for dilation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported and patient condition was good. It was further reported that the first 6mmx2.00mm wolverine cutting balloon and the second 2.50mm x 12mm nc emerge which also ruptured during the first inflation at 6 atmospheres for 10 seconds.

Event description:
It was reported that balloon rupture occurred.a 6mmx2.00mm wolverine coronary cutting balloon was advanced for dilation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported and patient condition was good.